Manufacturer narrative:
Rn# (B)(4), complaint took place in australia. This incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4), incident occurred in australia: "pt had a brachial plexus block placed during surgery on the (B)(6) 2025. The catheter was for removal on (B)(6) 2025. On removal by nursing staff the plastic separated from the metal coil and the coil remained stuck in the patients wound. The metal was then removed by the surgeons and an x-ray was performed. I have not yet heard the results of x-ray.